Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator would not acquire etco2 readings during a pt event. There was no negative pt impact.

Manufacturer narrative:
Pr#: (B)(4).